Manufacturer narrative:
The device was received by resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Per the stellar 150 clinical guide, the stellar 150 is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar 150 is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to our resmed facility located in (B)(6) that a stellar device displayed a system failure 38 and switched off on a patient that was being transported by an ambulance. The patient later expired at the hospital while the device was not in use.

Manufacturer narrative:
The stellar device was returned to resmed for an extensive engineering investigation. The reported therapy stop could not be confirmed or reproduced during investigation. System failure 38 indicating a software failure was observed during start-up of the returned device, therefore, confirming the reported error message. Based on all available evidence, the investigation determined that the reported system failure 38 was triggered due to a memory data storage issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The patient was not on the device when he passed away. Note: as stated in the stellar 150 clinical guide and user guide, the stellar 150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar 150 is not a life support ventilator. Note: during a routine check of complaints records it was detected that a follow-up report is required for this complaint. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to our resmed facility located in (B)(6) that a stellar device displayed a system failure 38 and switched off on a patient that was being transported by an ambulance. The patient later expired at the hospital while the device was not in use.